Manufacturer narrative:
Isi has not received the mcs tip cover accessory involved with this complaint. Therefore, the root cause of the customer reported failure mode is unknown. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted apr procedure, a burn injury was identified on the patient¿s bowel after a burn defect was found on a mcs tip cover accessory. At this time, the root causes of the customer reported failure mode and the intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted abdominoperineal resection (apr) procedure, the surgical staff identified a burn on the monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument. After examining the bowel, a ¿small burn¿ was discovered. The mcs tip cover accessory was removed and replaced. The surgical procedure was completed robotically. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure. The site¿s robotics coordinator contacted the csr and informed him that the surgeon had placed a stitch over the burn injury. No other clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the "tip cover had a burn on it." The midsection of the mcs tip cover accessory exhibited localized melting, which is indicative of arcing.